Event description:
(B)(4). My side effects are including but not limited to: gynecological, etc. Cramping - random, not connected to my periods or bowel movements, random spotting, increased discharge (odorous), hot flashes, loss of libido. Gastrointestinal: metallic taste in mouth, heartburn, bowel issues - frequent and large. Neurological, mental health: brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression - increased celexa dosage, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss); mood disorders. Blood issues high blood pressure 130/80-150/90; unexplained/easily bruising. Others increased hair loss, increase grey and won't hold color; dental issues - increased calcification and deteriorating enamel excessive fatigue 10-12 hrs at night and two 2 hr naps daily. Naps are sudden, very little warning. Weight issues - inability to lose even with weight loss help from doctor. Vision problems (floaters, blurred vision, decreased vision) excessive sweating; dry skin on hands to point of cracking and bleeding; need (not craving) for high sodium diet. If I dont, I get severe migraines; wearing of any jewelry that is not pure gold or stainless steel causes migraines for entire time of wearing and for 24-48 hours after.